Manufacturer narrative:
Philips service replaced the roco velara kit, rebooted the system, and restored functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device was unable to expose due to generator error and roco control startup failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.